Event description:
It was reported that the patient had non-device related spine surgery in (B)(6) 2014 during which the surgeon cut the leads, but the whole system was intact. It was noted that the device had never been turned on since then and that the patient had not been receiving any stimulation due to his leads being cut. It was noted that the patient was planning for an MRI and needed to check the MRI compatibility. The reporter thought the MRI was of the spine but did not know for sure. The reporter did not know if the patient was able to recharge the implant or get communication with the implant. It was further reported that the patient did not desire any further intervention regarding his stimulator. It was noted that the patient had not received an MRI yet. The patient was planning to see his health care professional on 2015-(B)(6) to discuss removing the stimulator. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).